Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. Initially the patient's contact reported to fresenius customer service that their drain 1 was very slow. They contacted the pd registered nurse (pdrn) and were advised to cancel treatment. After cancelling treatment they observed the cassette had leaked. Upon follow up, the contact clarified that during the event they contacted their pdrn to inform them of the slow drains and were advised to attempt a manual drain to determine if issues are due to the patient. The patient was able to manually drain without issues. The pdrn informed the contact that the cassette may have had a leak and advised them to cancel treatment. It was at this point that the patient's contact reported that there was fluid within the cycler cassette compartment. There were no alarms during the treatment. Treatment was completed with the cycler after setting up new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cassette used by the customer is available. The patient's contact was informed a sample return kit would be shipped so they can return the sample. After the contact informed technical services of the leak within the cycler, they were advised to discontinue use. The reported cycler was replaced and was scheduled to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. Initially the patient's contact reported to fresenius customer service that their drain 1 was very slow. They contacted the pd registered nurse (pdrn) and were advised to cancel treatment. After cancelling treatment they observed the cassette had leaked. Upon follow up, the contact clarified that during the event they contacted their pdrn to inform them of the slow drains and were advised to attempt a manual drain to determine if issues are due to the patient. The patient was able to manually drain without issues. The pdrn informed the contact that the cassette may have had a leak and advised them to cancel treatment. It was at this point that the patient's contact reported that there was fluid within the cycler cassette compartment. There were no alarms during the treatment. Treatment was completed with the cycler after setting up new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cassette used by the customer is available. The patient's contact was informed a sample return kit would be shipped so they can return the sample. After the contact informed technical services of the leak within the cycler, they were advised to discontinue use. The reported cycler was replaced and was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: a3- date of birth (transcription error).

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. Initially the patient's contact reported to fresenius customer service that their drain 1 was very slow. They contacted the pd registered nurse (pdrn) and were advised to cancel treatment. After cancelling treatment they observed the cassette had leaked. Upon follow up, the contact clarified that during the event they contacted their pdrn to inform them of the slow drains and were advised to attempt a manual drain to determine if issues are due to the patient. The patient was able to manually drain without issues. The pdrn informed the contact that the cassette may have had a leak and advised them to cancel treatment. It was at this point that the patient's contact reported that there was fluid within the cycler cassette compartment. There were no alarms during the treatment. Treatment was completed with the cycler after setting up new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cassette used by the customer is available. The patient's contact was informed a sample return kit would be shipped so they can return the sample. After the contact informed technical services of the leak within the cycler, they were advised to discontinue use. The reported cycler was replaced and was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3, h6- component plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a pin hole was observed in the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation, however a cause could not be established. The returned sample was scrapped after evaluation.